Event description:
A caller reported that a pump experienced a malfunction, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump before contacting technical support, and the malfunction code did not recur afterward. Technical support advised the customer to continue using the pump and to call back if the issue reappeared, which the caller understood and acknowledged.